Event description:
Pt reported obtaining a blood glucose result of 41 mg/dl, on a fire dept's blood glucose monitor. Pt indicated that he retested blood glucose using the suspect device, approx 10 mins later, and obtained a resutl of 75 mg/dl. Pt reportedly self-treated by eating a sandwich. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.